Event description:
It was reported to olympus that while using the camera head, the lighting was dim and the camera had a poor picture. The issue occurred during preparation for use for a diagnostic procedure, which was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue: ¿bad image quality¿. The subject device was inspected, and the issue was not confirmed. However, possible probable causes that may be associated with dim lights and poor images may be faulty charge coupled device (ccd), cable, or leaks. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. As per the instructions for use (IFU) manual: is the reported risk/harm listed in the IFU? Yes. Per ch-s200-xz-ea IFU: "if an image is too dark and cannot be improved by adjusting the brightness, debris may be adhering to the cover glass and the endoscope¿s distal end. Wipe off the debris with sterile lint-free cloths." P29. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that while using the camera head, the lighting was dim and the camera had a poor picture. The issue occurred during preparation for use for a diagnostic procedure, which was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.